Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a colostomy takedown procedure, the patient experienced an anastomotic leak described as an anterior breakdown of the anastomosis at the staple line, with a postoperative leak from the anterior aspect of the anastomosis. The surgeon returned the patient to surgery and performed a complete revision of the anastomosis using a circular stapler, and a diverting colostomy was performed as part of the treatment for the leak.